Event description:
It was reported that the device had a damaged rear case. The device evaluation revealed a broken downstream occlusion seal. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported case damage in addition to a broken downstream occlusion (dso) seal. The latch lock flex, dso seal, and rear housing was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.